Event description:
It was reported that during deployment of a vena cava filter, the marker band on the dilator detached and slipped over the filter legs; therefore, the filter could not be deployed. The filter and marker band was retrieved without incident and another filter was deployed successfully. No reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.